Manufacturer narrative:
Technician adjusted the brake caster to resolve the issue.

Event description:
Technician alleged that when the brakes were engaged, the brake casters would still roll. No alleged injuries.